Event description:
Event description guidant received information that this right ventricular lead which had been in service for three months, was abandoned surgically due loss of capture. No adverse patient effects were reported.